Manufacturer narrative:
The drive support cap was inspected and no anomaly was noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube, stained end cap sticker and cracked and bleeding glass.

Event description:
The customer reported that the drive support cap was indented. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.